Event description:
A customer reported that during a procedure, the knife included in the customer pak was blunt and exhibited poor cutting performance. The case was completed using an alternate knife. There was no pt harm reported.

Manufacturer narrative:
There was no sample returned for eval. The root cause is unk at this time. (B)(4).